Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG waves are not clear detected. The ECG line was very wide. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.